Event description:
Pt had an implanted dual chambered pacemaker which seemed to work well for two months. Then there was intermitent pacing and analysis suggested possible mechanical failure in the pacemaker or the lead. After further analysis the decision was made to replace the ventricular lead. When the lead was removed there was a low resistance noted as well as fluid in the insullation. It also exhibited epsisodes of failure to pace.